Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of the tavi valve by way of the right femoral, the balloon burst during the release of the valve. It was impossible to remove the delivery system through the introducer esheath, so all the system was pulled together. Upon removal, the device got blocked into the femoral artery requiring surgical intervention causing significant bleeding at the femoral.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that a kink was present on the balloon shaft distal to the strain relief, likely due to packaging of the device for return. The balloon burst was confirmed. Both longitudinal and radial tears were present. No pieces of the balloon were missing. Wrinkles were present on the crimp balloon. No functional testing was able to be performed due to the condition of the returned device. Single wall thickness measurements were taken along the inflation balloon tear. Three measurements were taken on each side of the radial tear. All measurements met specifications. No manufacturing non-conformances were identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in an edwards technical summary, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the complaint for balloon burst was confirmed, but no manufacturing non-conformances were identified. Dimensional analysis of the balloon revealed that the balloon wall thickness was within specification. An edwards technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. Analysis of these types of ruptures indicates that they are typically caused by puncture from calcium on the native aortic valve. The complaint for delivery system withdrawal difficulty through sheath was also confirmed based on the condition of the returned devices. The delivery system was inserted through the sheath, and the sheath appeared damaged. No manufacturing non-conformances were identified. Fluid cannot be withdrawn from the balloon once it bursts. As a result, the balloon shape and profile may have a larger outer diameter. Pieces of the burst balloon may interfere with the sheath tip and result in withdrawal difficulty. All these factors may have contributed to the retrieval difficulty. Lastly, the femoral artery injury was likely caused by the damaged sheath as the physician attempted to withdraw the burst balloon (larger than normal profile) through the sheath. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.